Manufacturer narrative:
A product sample has been received by the manufacturer and it is awaiting evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a clamp failed and subretinal air blew back into the eye detaching the entire retina and plastering it against the back of the lens, at the end of a posterior vitrectomy procedure for a retinal detachment. The procedure was completed when an anterior chamber infusion was placed and the retina was reattached. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
Additional information provided. The lot complaint history was reviewed, this is the third complaint for this finish goods lot and the first for this issue within this lot. The device history record shows the product was released per specifications. The customer reported the white clamp on the liquid infusion line did not clamp and failed to stop fluid flow resulting in a re-detachment of patients retina. The white clamp appeared to be closed-shut but the customer alleges flow continued to the eye. As such, when the fluid/air exchange manifold was returned, a full inspection and functional testing was performed to check functionality of the white clamp device. A visual inspection found the infusion line with the 20 gauge infusion cannula attached. The white snap clamp was positioned correctly and no damage was observed. The fluid/air exchange manifold was then functionally tested on a calibrated console. Used lab stock components to replace missing items and continue testing. With the infusion control on, fluid flowed from the cassette to the infusion cannula tip. The white snap clamp was placed in the closed-shut position, fluid ceased to flow pass the closed-shut snap clamp. No anomalies were observed. The snap clamp was able to be open and shut inhibiting fluid flow to the infusion cannula assembly. The incidence of the clamp being shut but with fluid flow still observed by the customer could not be replicated during laboratory testing. With infusion flow on, the white snap clamp functioned per specifications and inhibited fluid flow. The root cause of the customer's complaint could not be established as the sample functioned per specifications. After a full analysis, there is no evidence that the design or performance of this device caused or contributed to this reported event. After a thorough investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. The manufacturer internal reference number is: (B)(4).